Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. During inspection, since the reported malfunction could not be detected, the most probable cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a noisy screen. The issue occurred during service upon completion of a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.